Event description:
The daughter of a male pt contacted lifecor customer support in 2008, to report that the pt died one day prior. She stated that the pt was wearing the device, but the device never went off. She stated that the patient passed away in the hospital. In 2009, support spoke to the pt's wife. The wife stated that the pt stopped breathing and collapsed. She stated that he was at home and the vest never alarmed. The emts were called and arrived within 2 mins. They started CPR. She stated that the pt was taken to the hospital where he later died. The pt's wife stated that this all occurred around midnight. The device was returned to lifecor and showed an automatic event at 12:15am.

Manufacturer narrative:
Device manufacture date- monitor. Electrode belt. Device evaluation- all the equipment was fully functional. It was refurbished, retested and restocked. From the flags it can be seen that the device declared an arrhythmia alarm at 12:15 am. The arrhythmia alarm starts showing out a slow ECG rhythm. Then the recording shows noise as if the device was removed.